Event description:
The customer reported that the machine failed during the I/a (irrigation/aspiration) stage, while removing viscoelastic. Aspiration was completed manually using two syringes and an irrigating simco cannula, during the lens insertion stage. Surgery was completed, but delayed by approximately 10 minutes. The hospital reports this patient's prognosis is good. A second patient awaiting surgery had received topical anesthesia, but the patient was returned to the ward and the operation was cancelled. There was no patient injury reported. Additional information received stated that the surgeon suspected the footswitch, because nothing happened when pressing the pedal.

Manufacturer narrative:
The company service representative examined the footswitch and found debris under the heel plate. Unable to remove all the debris, the footswitch was replaced and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress.